Event description:
During a review of a pt's programming history as part of a request for a battery life calculation, it was identified that a faulted systems diagnostic test occurred resulting in an inadvertent setting change. The pt's settings were not corrected until a f/u appt.

Manufacturer narrative:
Review of programming/device diagnostic history.